Event description:
The sling was placed too low and so when the cna that was guiding the pt let go to position the wheelchair underneath her she fell backwards out of the sling. The cna attempted to catch her however he was only successful in slowing the fall. She did bump her head but otherwise had no marks or injuries. Neurologically she was at her baseline abilities. We had her sent to the ed for evaluation as a precaution and everything was within normal limits.